Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline communication fault, and superficial damage to the modular cable were confirmed. The modular cable (lot number: 7703100) was not returned for analysis; however, an image of the damaged modular cable was submitted. A log file was submitted and data from the reported event date of 13jan2025 was reviewed. At 03:24:54 a driveline communication fault alarm activates due to a com_a fault. This driveline communication fault is active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated the lot number of the modular cable, and that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 7703100) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2025-00518.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, with a known driveline tear that had been repaired with rescue tape, had a driveline communication fault with no impact on pump function. Log files were submitted for review and captured transient power_cable_disconnect / low_power_hazard alarms on (B)(6) 2025 at 3:11 am while tethered on batteries. The log files also captured multiple strings of driveline_comm_fault / com_a_fault alarms beginning on (B)(6) 2025 at 3:24 am and continuing through 4:28 am. A modular cable and system controller exchange was recommended. The modular cable and system controller were exchanged successfully, and it was noted that the alarms had not reoccurred. Log files were submitted for review and confirmed this, however the log files did capture multiple strings of backup battery (ebb) fault alarms.